Event description:
A user facility returned the olympus asset, evis lucera elite gastrointestinal videoscope, to the olympus service center. Not subject to complaint due to inspection request. Upon inspection and testing of the returned device, it was observed that foreign body came out of the forceps channel, foreign body adherence on the plastic distal end cover, foreign body adhesion on the distal end, and foreign body on bending section. This report is being submitted for the event found during evaluation on 11sept2023. There was no patient involvement.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned as part of the asset return process: residual liquid or foreign material come out of channel-tube; plastic distal end cover has foreign objects. Distal end has foreign objects, bending section has foreign objects, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section has a chip and a white clouded area, adhesives around objective and light guide lens has white-clouded area, and several scratches found throughout the device. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer reported it was unknown if the facility had a delay the start of precleaning of the equipment after use. Customer noted it was unknown if there were no abnormalities on the accessories used for reprocessing. The customer noted that it was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that it was unknown if the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if the facility flush air/water nozzle with detergent solution. The customer reported that it was unknown if the facility brushed the instrument channel, instrument channel port, and suction cylinder. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified for the foreign material adhering to the device. The root cause of the remaining foreign material could not be identified since it is unknown if the reprocessing was conducted in accordance with IFU. A device history review revealed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. This issue is addressed in the instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor the field performance of this device.